Event description:
On (B)(6) 2014, we received info regarding an incident whereby the user experienced no issues noted with a victory guidewire apart from the lack of support. We classified this as an "unable to advance" complaint and the complaint was investigated accordingly and closed. This did not meet reporting criteria..

Manufacturer narrative:
Additional info was received on 12/16/2014 regarding the same procedure stating that a "second v-14" had a "detachment". This would indicate a fracture had occurred and would meet reporting criteria. However at this time we are unable to confirm if the v-14 that our customer is referring to is in fact a victory guidewire which we MFR. V-14 guidewires are currently manufactured by our customer, boston scientific. The investigation is ongoing. Lot number and part number remain unk and the guidewire has not been returned for analysis. Efforts are being made to obtain the guidewire. There were no reported adverse complications for the patient.